Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory mgr (tm) tested the bed and joystick several times, but was unable to reproduce the reported issue. The tm performed a joystick calibration and verified that the joystick was functioning properly. Then a system verification was successfully completed. A review of the complaint database for 3 months prior to this reported event revealed no similar complaints reported for this system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: intermittent joystick function. Site's operator reported by email that it was sometimes necessary to shake the joystick cable in order for the joystick to move the bed in the z-axis. There was no injury reported due to this event.